Event description:
The customer reported that there was a diluent leak of approximately 1ml from the coulter lh 750. The leak was not contained within the instrument. There were also diff voteouts on results. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The customer stated that the tubing between vl58 and the diff mixing chamber was disconnected. The tubing was connected and all quality control and latron results were within specification. There was no field service dispatched. (B)(4) customer connected tubing themselves.